Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's keypad will need to be replaced to address the issue. Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator's menu button was defective. The device was not in patient use.